Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 21 pegasus yel 24gax0.75in prn-capy non-pvc catheters had damaged packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opened the small package, customer found that the paper and plastic package with 21 indwelling needles inside was damaged, while the middle package was no problem, so customer needed the green claim".

Event description:
It was reported that 21 pegasus yel 24gax0.75in prn-capy non-pvc catheters had damaged packaging. The following information was provided by the initial reporter, translated from chinese to english: "when opened the small package, customer found that the paper and plastic package with 21 indwelling needles inside was damaged, while the middle package was no problem, so customer needed the green claim".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/1/2021. H.6. Investigation: a device history review was conducted for lot number 0078903. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on their evaluation of the samples the facility has submitted, our engineers have identified several possible pathways where packaging deformation can occur. After reviewing the packaging process and the sterilization process for this device, our engineers were not able to replicate the deformation observed in the provided products. Based on these results the root cause could not be associated with the manufacturing process at the conclusion of our review.